Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this twenty year old artificial urinary sphincter (aus) developed atrophy, leading to urinary incontinence. All components of the existing aus were explanted and replaced with a new device. No additional patient complications were reported and the patient was reported as fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this twenty year old artificial urinary sphincter (aus) developed atrophy. All components of the existing aus were explanted and replaced with a new device. No additional patient complications were reported and the patient was reported as fully recovered.